Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: according the black box, information from the reported event date is overwritten, last insulin delivery was on (B)(6) 2013. No activity outside of normal use is observed in the available data. The total daily dose added up correctly and reveals the programmed basal rate. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and passed a 24hr duration test successfully no delivery interruption occurred during the course of the duration test. Force sensor calibration reading is at the correct count. The pump passed a 29 flow accuracy test and it was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that a low blood glucose of 36 mg/dl with shakiness. The patient reported that the pump was disconnected and oral carbohydrate was given to correct for the low blood glucose levels. The event was reviewed with the patient. The patient reportedly delivered 6.5 units via syringe at 4:30 pm to cover carbohydrate intake and correct for a blood glucose of 370 mg/dl; at 8:00 pm the patient reportedly delivered a bolus for 2.6 units to correct for a blood glucose of 242 mg/dl. The patient reported going to bed at 9:30 pm without checking blood glucose levels. The patient reported having insulin sensitivity of 1 unit:58mg/dl, an insulin to carbohydrate requirement of 1 unit to 19 grams and a target blood glucose of 90 mg/dl. The patient reported 25 grams of carbohydrate intake with the 4:30 pm bolus. Troubleshooting of the event indicated that the patient had overcorrected for blood glucose and carbohydrate intake via syringe and by delivering a second bolus while insulin may have still be active from a previous bolus. The patient reported using the pump for calculations and confirmed that the pump calculation was correct. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.